Manufacturer narrative:
Date was missing on medwatch follow-up 1. Correction. Event is a death and not a serious injury, as was indicated on medwatch follow-up 1.

Manufacturer narrative:
The acist angiographic injection system, model cvi, serial number (B)(4), was returned to acist on 14 march 2019. The injector system was functionally tested and met the pre-established specifications. Acist requested a copy of the cineangiograms to review as part of the investigation but the user facility elected not to provide this item. There was no evidence of device malfunction based on the data from the analysis of the injector system. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Based on this investigation, there is no evidence of device malfunction related to this event and no inadequacies related to the device labeling/instructions for use. The cause of the event is unknown. This report is considered closed.

Manufacturer narrative:
Acist angiographic injection system, model cvi, serial number (B)(4) was received at acist on march 14, 2019. Investigation is in process. Upon completion of the investigation, acist will submit a followup report to FDA.

Event description:
During an interventional coronary angiography, upon injection of contrast media using the acist cvi injector, dissection of a patient's right coronary artery occurred, resulting in patient death. Length of the dissection was the entire right coronary artery. An intuition 0.014 wire and a co-axial guide catheter were used. The guide catheter was not deep seated in the artery at the time of the injection of contrast media and occurrence of the dissection.